Manufacturer narrative:
(B)(4). Approximate age of device ¿ 8 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. The patient was transferred to the ICU on (B)(6) 2016 after becoming hemodynamically unstable. The patient was hypotensive with symptoms of sepsis. It was reported that on 12/07/2016 at approximately the lvad produced elevated pump power readings. The patient was started on milrinone for a high central venous pressure (cvp). The patient¿s cvp dropped from 17 to 11 mm h2o overnight. A transesophageal echocardiography (tee) performed on (B)(6) 2016 indicated right ventricular (rv) failure. Log file analysis completed by the manufacturer¿s technical services representative revealed an increase in pump power. On (B)(6) 2016 it was reported that the patient¿s lactate dehydrogenase (ldh) was in the 200 u/l range, plasma-free hemoglobin was 0 g/dl, and the inr was 2.5. A ramp echocardiogram showed no abnormalities. On 12/21/2016, it was reported that the patient suffered a cerebral vascular accident at some point during the ICU stay. On (B)(6) 2016, the patient was transferred from ICU to a rehabilitation unit. As of (B)(6) 2016, the patient remained in rehabilitation facility, and was stable.

Manufacturer narrative:
A correlation between the device and the reported stroke, right ventricular failure, and symptoms of sepsis could not be conclusively determined. The submitted system controller log file contained data from (B)(6) 2016 through (B)(6) 2016. The data captured a slight upward trend in the average pump power and estimated flow levels beginning on (B)(6) 2016. This appeared to correspond with a downward trend in the average pi. Despite the observed parameter fluctuations, no atypical alarms were captured and the pump appeared to have functioned as intended. The instructions for use explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. In addition, stroke, sepsis, and right heart failure are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.